Manufacturer narrative:
Block h6: problem code a06 captures the reportable event of loss of visualization inside the patient.

Event description:
It was reported to boston scientific corporation that an exalt model b single-use bronchoscope, regular was used in a bronchoscopy performed on (B)(6). 2023. During the bronchoscopy, while the scope was inserted in the patient, the scope error message appeared and then image was regained for a brief period before visualization to the exalt b monitor was completely lost and could not be regained. The physician then removed the scope from the patient. The procedure was successfully completed using another single-use bronchoscope. There were no reported patient complications as result of this event.